Event description:
It was reported, the customer received a blank display after changing their battery. The customer's husband also reported a battery out limit alarm occurred after they changed the battery. Customer's husband stated they did not drop, bump, or expose their insulin pump to moisture. It was also found the contacts on the customer's battery cap was damaged. Customer's blood glucose was unknown. The customer was advised to monitor their insulin pump while a replacement battery cap was being shipped. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.